Manufacturer narrative:
Concomitant product(s): product ID :8840, lot# serial# unknown, product type: programmer, physician . (B)(4).

Event description:
Information was received from the consumer. On (B)(6) 2015, the patient went in for a refill, and they had a hard time communicating with the pump. They believed the pump was turned on its side, so they had to put the programming head "under the belly." The indications for use were non-malignant pain and failed back surgery syndrome. The system was delivering fentanyl 3000mcg/ml at 692.5mcg/day and bupivacaine 5.0mg/ml at 1.1542mg/day. The lot number were unknown. Device information, patient symptoms, diagnostics/troubleshooting performed, actions/interventions taken, and the cause of the issue were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).